Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID 39565-30, serial# (B)(4), explanted: (B)(6) 2016, product type: lead. Product ID 3708120, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a system explant and replacement on (B)(6) 2015. The patient now had a percutaneous lead. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.